Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site was not able to keep consistent communication with the patient's generator while trying to run diagnostics. The site was able to initially interrogate the device, but no further operations could be performed. The reporter received a new programming system, and was able to successfully interrogate the patient's generator with no problems. Attempts to have the suspected malfunctioning programming wand returned for analysis have been unsuccessful to date.